Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with a rubber-like foreign matter. It was not possible to identify what the foreign matter was. There was no nozzle deformation and there were no noted deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope, had air/water flow issues from the air/water flow system. Upon inspection and testing of the customer returned device, the air water nozzle was blocked with foreign debris. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Investigators reported that foreign material found in the nozzle likely accumulated and clogged the scope nozzle during the procedure. Upon evaluation of the returned device the following defects were found, bending section rubber gluing peeling-off and worn out, distal end insulation out of range, connected tube crushed, key top n°3 damaged, and less angulation and knob play. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.